Manufacturer narrative:
The device history record (DHR) for unit (B)(6) corresponding to complaint reference number (B)(4), has been reviewed for compliance with established device master record (dmr), including certificates of conformance for patient contact materials. Examination of device records determined no discrepancies or instances of non-conformity that could have caused or contributed to the reported event. The cam product instructions for use (IFU) lists skin irritation and allergic skin reactions as potential risks associated with device use. In this case, the patient reported the skin that was in contact with the device was "peeling off" during device removal. The patient expressed they are allergic to "all adhesives" which may be a precondition to the event. The IFU instructs patients to remove the cam immediately and contact their physician if irritation such as redness, severe itching, or allergic symptoms develop.

Event description:
Original complaint (from (B)(4)): "patient states he's allergic to all adhesives. States there was no other symptoms of the skin besides the skin "peeling off" with device removal. The skin that was touching the device adhesive peeled off when removing. Patient states he got antibiotics for the wound caused." Additional information: the patient later reported they were prescribed "oral antibiotics" to treat their wound. Further details: the patient described the skin reaction to be localized to where the device was touching the skin.